Event description:
Patient hospitalized in pediatric unit with exacerbation of asthma. As reported by the patient's mother, patient had gotten his leg caught in crib rail and injured his leg. X-ray performed on (B)(6) 2011 confirmed distal tibia/fibula fracture. Fracture is undisplaced and incomplete. Will require splinting but no other intervention at this time. Patient was moved to another crib and the original evaluated by technical services personnel. No structural or functional defects identified.